Event description:
It was reported that the patient with this pacemaker had a procedure and on the same day the minute ventilation (mv) sensor was disable by signal artifact monitoring (sam). Technical services (ts) reviewed the event and the sam showed mv chop which was in result of cautery from the procedure. Ts noted the sam impedance break down was all in range. Ts discussed it was physician discretion on urgency to bring the patient in to reactivate mv. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this pacemaker had a procedure and on the same day the minute ventilation (mv) sensor was disable by signal artifact monitoring (sam). Technical services (ts) reviewed the event and the sam showed mv chop which was in result of cautery from the procedure. Ts noted the sam impedance break down was all in range. Ts discussed it was physician discretion on urgency to bring the patient in to reactivate mv. This pacemaker remains in service. No adverse patient effects were reported.